Manufacturer narrative:
Investigation summary : arrhythmia/ tachycardia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history lot : device lot : 1937708. Device history review : the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient noted as high-risk for surgical intervention was implanted with an impella 5.5 pump for mechanical circulatory support. The patient presented with a st-elevation myocardial infarction. A cardiac catheterization revealed severe blockages in the right coronary artery, left main, left anterior descending, and circumflex arteries, prompting an emergent quadruple coronary artery bypass graft procedure. Following surgery, the patient was successfully weaned from cardiopulmonary bypass (cpb) but became hemodynamically unstable approximately 20 minutes later, experiencing a sudden drop in blood pressure. The surgical team resumed cpb and successfully placed an impella 5.5 for mechanical circulatory support. At the time of implant, the patient¿s ejection fraction was less than 20% and the patient¿s pressures were managed with epinephrine and levophed. On support day 4, the patient experienced atrial fibrillation and two episodes of ventricular tachycardia within one hour, requiring defibrillation with one shock per episode. The patient was started on lidocaine and amiodarone infusions. The clinical team noted a prolonged qt interval and initiated a cooling protocol. The following day it was noted that the patient¿s care was withdrawn and the patient expired.

Manufacturer narrative:
Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.